Event description:
On 07/08/08, the customer reported that the battery failed after 6 minutes of operation. The unit had passed the shift check. The battery failed the battery capacity test. Both of the batteries were over 2 years old and not being maintained as recommended by philips (i.e. Calibration every 6 months).

Manufacturer narrative:
The battery failing can prevent the delivery of therapy. We are considering this issue a user misunderstanding regarding the use of a drained battery/battery maintenance and no malfunction.